Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: a visual inspection was performed. No damage could be found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. An "upstream alarm" was found again and again. Further anomalies could not be found . The infusion was performed with an infusomat space safeset line. The line was filled with nacl and the infusion started. An empty infusion was simulated to test the function of the airstop membrane in the drip chamber. When the drip chamber ran empty, the pump alerted with an "upstream alarm". No malfunction could be detected. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage could be found. The complaint could not be confirmed. The defect complained of could not be traced during the inspection. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "missing air alert" according to the customer: reason of complaint: infusomat space, general pediatrics: the pump should have emptied the drip chamber and have not responded with an air alarm to have. Manually stopped when the leaked air was noticed has been."